Event description:
It was reported that the lead could not be fixated to the pulse generator connector. A new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.